Manufacturer narrative:
Device expiration date: unknown. (B)(4). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that at least one bd smartsite¿ vented vial access device experienced device damage while still considered operable. The following information was provided by the initial reporter: when using 1ml vials for benadryl and fentanyl, the mv0400 universal vial access device has repeatedly failed to pierce the septum and the entire septum is pushed into the drug.

Manufacturer narrative:
Information received via investigation closure. The information provided below shows the updated fields below. D.9 device received : yes. D.9 returned to manufacturer on: apr-08-2022. H.6. Investigation summary: two unused samples were returned for investigation. Through visual inspection, no defects or damages were observed on the samples. The spikes were used to poke through infusion bag and were able to without inserting the whole spike into the bag. The supplier was notified of this defect and an investigation was performed. A device history record review was completed for mv0400 lots 212019 and 9240, and there were no nmrs, capas / deviations generated or reported anomalies during the production of this lot. There have been no other complaints associated with this lot. Based on past experience, previous testing to recreate reported problems, and knowledge of the device, the reported issue could be due to an incorrect vial access attachment procedure, drug vial/stopper incompatibility, inadequate / improper drug vial crimping or a manufacturing defect.

Event description:
It was reported that at least one bd smartsite¿ vented vial access device experienced device damage while still considered operable. The following information was provided by the initial reporter: when using 1ml vials for benadryl and fentanyl, the mv0400 universal vial access device has repeatedly failed to pierce the septum and the entire septum is pushed into the drug.